Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2025 due to unknown reason. Additional information has been requested but has not been made available as of the date of this report.